Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while cleaning an interlink injection site prior to accessing for a scheduled draw, the soft port was discovered to be crooked and protruding from the hard plastic hub. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The septum had collapsed causing the patient to not receive the full dose of metaporol. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.